Event description:
Rptr has had several splashdowns with this device. On 2/1/94, while doing an abdominal aneurysm case, the nurse applied a clamp to the reservoir bag. There is no pressure-sensing device, so the device continued to pump. The pressure got high enough in the line to cause the connector in the line to separate. The device was at head level on an IV pole, thus the rptr was sprayed with blood. He had blood in his left ear, left eye, mouth, and all over the rest of his body. An incident report has been filed at the hosp.